Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the reason for the image acquisition system (ias) boot up failure was that there was a standalone failure after the system powered on. It was noted that the standalone and the x-ray relay need to be replaced. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the image acquisition system (ias) could not boot up after being powered on. There was no patient present when this issue was observed.